Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead dislodged. A revision procedure was completed and the lead repositioned without complication. To date, the lead remains implanted and in service and no adverse patient effects were reported.